Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had "high temperature". This event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which substantiated the complaint, therefore, the reported condition was confirmed. This was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.